Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump segment was removed and replaced due to obstruction on (B)(6) 2021. The pump segment was discarded by the customer. It was noted the catheter was not able to aspirate so a revision was performed. The catheter was attempted to aspirate immediately prior to replacing the pump segment on (B)(6) 2021. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient was receiving intrathecal morphine 5 mg/ml at 0.95 mg/day in flex dose.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID : 780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported that there was a catheter issue.  It was noted that catheter aspiration resulted in no flow.  It was unknown what may have led or contributed to the issue.  Diagnostics/troubleshooting included they accessed the catheter access port and discovered that they could not withdraw fluid.  It was noted they will perform a catheter revision in the future. It was noted that surgical intervention did not occur, but was planned, but not yet scheduled.  It was noted the issue was not resolved at time of report. The patient's status at time of report was alive-no injury.  The patient's weight and medical history was asked and will not be made available.  The event date was asked, but unknown. No further complications were reported/anticipated.